Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was over 591 mg/dl. The customer did not experiences any symptoms related to the high blood glucose. The customer was not admitted into the hospital as a result of the high blood glucose. The customer stated that insulin pump gives the no delivery alarm. The troubleshooting was performed for the no delivery alarm. The customer stated that they changed the set still he get the no delivery alarm. According to the customer the insulin was exited. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test.